Event description:
The salute fixation system is intended for attachment of prosthetic material to tissue such as in hernia repair. The reusable instrument and disposable implant cartridge were used to attach gore dual mesh in an incisional laparoscopic hernia repair. The surgeon was very pleased with the performance of the salute and the case went well. The salute fixation system was rated as clinically equivalent to or superior to the device previously used by the surgeon. The day after the surgery the pt developed a high fever, had a protruding abdomen and a bowl obstruction. The surgeon felt that something was contaminated in the sterile field. Resulting in infection. The pt was re-opened. The gore dual mesh and all of the salute constructs were removed. The pt was flushed out with about 3 liters of saline and a new patch was applied with prolene suture. The pt is now home and has recovered from the infection.